Event description:
It was reported that the programmer "beeped constantly," causing it to pause while checking a patient, interrogating a device. It was further reported that during testing it caused the test to fail. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found. It was noted that combo card not being seated completely in the pcmcia (personal computer memory card international association) slots caused the beeps.